Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen (concentration unknown) at 154 mcg/day via an implanted pump. It was reported the telemetry with the pump stalls at 57% percent during the update. It was noted that they refilled the pump with no issues and can interrogate the pump with no issues but are not able to complete the update. The nurse tried another tablet and communicator and had the same issue. During an attempt to update, the update failed, and the pump went into "therapy stopped mode." Technical services (ts) had the hcp re-enter settings and enable the personal therapy manager (ptm) but still, the update did not go past 57%. The pump remained stopped and unable to update. Ts suggested an 8840. The hcp called the local rep to coordinate. Patient symptoms were not reported. Additional information was received from a company representative (rep) and the rep interrogated pump using an 8840 programmer and it showed that the pump has been stopped for 65h 55m and stop pump period may exceed tube set. Caller attempted to update to the simple continuous dose and was unsuccessful. The rep stated that programmer showed a message, "invalid telemetry" and was not able to update. Additional information was received indicated the pump would be coming back for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pump was returned and analysis identified a bit flip in the telemetry handler memory (circuit board). This device issue is known and documented in the labeling per (B)(4)¿ n¿vision clinician programmer with software synchromed ii infusion systems. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.